Event description:
The user facility reported that their trufreeze console suction pump was not operating properly. The doctor elected to treat the patient with a different modality subsequently causing a procedure delay. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
A steris service technician contacted the user facility following the reported event. The facility's biomedical technician stated that cryotherapy override hose and suction hose were not installed in the proper location. The biomedical technician re-installed the hoses into their location and the trufreeze console was returned to service. Prior to the reported event a steris service technician was performing service on the trufreeze console and incorrectly installed the cryotherapy and suction hose subsequently causing the suction pump to not operate properly. The technician was retrained on the reported event and the importance of performing proper service activity. A 3-year complaint review was performed and determined the event to be isolated. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.